Event description:
Customer reported the insulin pump alarmed button error. Customer also went on stating he woke up in the middle of the night with a high and when he looked at the device it had a blank display. Customer's blood glucose was 589 mg/dl, treated with a bolus. No physical damage on the device. The device was not dropped, bumped, or exposed to moisture. The battery compartment, battery cap, or springs were not missing, damaged, nor corroded. New battery was inserted and the display returned. The device alarmed battery out limit during normal use. Customer was advised it might indicate the battery cap was loose. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.